Event description:
It was reported that the patient presented for an implant procedure. It was noted that in the process of implanting the left ventricular (lv) lead, the patient experienced aggravated heart failure accompanied by ventricular tachycardia. The physician did not believe the lv lead caused injury, heart failure or tachycardia. The physician believed the procedure was a little long, the patient's ejection fraction (ef) was only 31%, had a large left ventricle, a difficult to place target vessel, the patient's intrinsic heart failure had worsened over time and was always accompanied by ventricular tachycardia. Considering the surgical risk, the lv lead was not implanted, the procedure was aborted and rescheduled for a different time. The patient was stable following the procedure.

Manufacturer narrative:
The reported event was unable to implant due to patient condition. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.